Event description:
It was reported that the pump would not turn on and the top case was broken. No patient injury or involvement was reported.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4) as a result of warning letter cms# 617147. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the top case was badly cracked by handle, tubing guides and all corners were chipped, the right plunger case was cracked, and the bottom case tabs were broken. A review of the event history log identified multiple low battery change alarms. During the functional testing and visual inspections, the reported issues were duplicated. The root cause of the battery issue was the customer depleted the battery and the physical damage was due to impact of the pump by the customer. Replaced battery as a preventative measure. Replaced top case, bottom case, and plunger case assembly. Performed power up process, preventative maintenance and all functional tests which passed.